Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. A 7f 25cm non-bsc introducer sheath was placed. After a 4.0 spb non-bsc guide catheter was advanced, a non-bsc guidewire was advanced to cross the lesion. Rotablation was then performed using a 1.25mm rotablator. Following rotablation, predilation was performed with a 15 x 2.0mm nc quantum apex¿ balloon catheter at 20 atmospheres. Subsequently, a 28 x 2.25 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. Additional dilatation was performed with an nc quantum apex¿ balloon catheter twice at 20 atmospheres, but still the stent failed to cross the lesion. The device was removed from the patient to use a 1.5 burr; however, the physician noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).